Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. The product was returned and evaluated. Visual examination of the returned product identified that the tip of the inserter was fractured off and was not returned. There was a scuff on the strike plate, but no other damage was noted. The dimensions were measured and found to meet specifications. Analysis determined a bending overload failure mode. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. A single x-ray was reviewed and reported to be post-implantation; however, the alleged event of inserter breaking and the tip being left within the implant, would likely not be visualized on the x-ray. The root cause of the reported issue is attributed to a design deficiency. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon went to implant the final stem using the offset broach handle. When impacting the stem, the surgeon noticed that the tip of the inserter was broken and stuck in the insertion hole. After multiple attempts to remove the tip, the surgeon had to leave the implant with the broken tip inside.